Event description:
It was reported that an ilet device had a damaged and cracked touchscreen display, supported by a user-provided photo, resulting in the display being difficult to read. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an ambient light¿related visibility problem in conjunction with a damaged touchscreen component and a display that was difficult to read. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.